Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) of rezg0389 showed no other similar product complaint(s) from this lot number. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that the pin hall on the catheter placed out side of the patient body was found when it was placed. The catheter was removed.